Manufacturer narrative:
The insulin pump had button error alarm and no esc and act button response due to corroded keypad traces. Device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip cracked reservoir tube window thru reservoir tube and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated is seemed like the device has rust. Blood glucose value was 80 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.